Manufacturer narrative:
On 11/15/19, the investigation on the suspected medical device was completed. Investigation summary : during evaluation of the device, it was observed that there were two lines of shell wear in anterior view. There were two (2) tears (a, b) within the two lines of shell wear, located at the anterior view , measuring approximately 0.3 cm (a) and 0.2cm (b). No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/16/19, the suspected medical device was returned for evaluation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a revision breast augmentation with a 150cc mentor siltex round moderate profile (right) and a 250cc mentor siltex round moderate profile (left) for poland syndrome experienced postoperative bilateral deflation. It was diagnosed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2019. This report is for the right prosthesis.